Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. The instrument was found to have a broken conductor wire at the grip-crimp location in the distal end. The instrument failed the electrical continuity test. The internal wire was exposed. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was evaluated and was found with broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicon potting sealing the wire entrance to the yaw pulley. The wire was fully broken, and the conductor wires were exposed. The other end of the broken wire was found still attached within the yaw pulley, indicating that the break was not a result of a crimping failure. The instrument failed the electrical continuity test. The instrument had 2 remaining uses out of 14. The conductor wire insulation did not exhibit any damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument (pn 471205-17/lot # k12220221-0042) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had two uses remaining after the last use. This complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the insulated wire of the fenestrated bipolar forceps instrument was found to be defective. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 04-oct-2022 and obtained the following additional information from the last procedural usage of the device: the instrument was inspected prior to use, and no damage was observed. The defective cable was black. There was no loss of cautery and no signs of thermal damage. There was no image or video available for review.